Manufacturer narrative:
The field service representative found a blocked tube. The tube, sipper nozzle, and pinch tubings were replaced. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results for multiple assays from the cobas e 801 module. The questionable results were reported outside of the laboratory and corrected reports were sent.

Manufacturer narrative:
The alarm attachment shows an abnormal low signal alarm was detected during measurement of the sample. The investigation determined that the issue found by the field service engineer (fse) was the root cause of the event.